Manufacturer narrative:
The device was not being returned to the MFR for analysis. If any additional info is received, a follow up medwatch will be submitted.

Event description:
It was reported that the zimmer air dermatome had a damaged/leaking hose. The incident was noted prior to pt use, during sterile processing. There was no pt injury or medical/surgical intervention associated with the reported event.